Event description:
The technician alleged the bed is sporadically going down by itself. No patient impact.

Manufacturer narrative:
The technician replaced the motor control board to resolve the issue.